Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported device failed plunger gripper test. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of failed plunger gripper close position test. Technical support - 1. Clean upper housing 2. Replace complete housing carriage assy. 3. Return to factory. A review of the device history record for sn (B)(6) was performed from 12/15/2014 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended replace housing carriage assy.

Event description:
The customer reported device failed plunger gripper test. There was no patient involvement.

Event description:
The customer reported device failed plunger gripper test. There was no patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of failed plunger gripper close position test. Technical support - clean upper housing; replace complete housing carriage assy. Return to factory. A review of the device history record for sn (B)(6) was performed from 12/15/2014 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended replace housing carriage assy.